Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe battery packs, battery charging assembly, and the power cap module were evaluated and replaced. The incoming power to the device was also evaluated and adjusted to meet the facility environment. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error. Further information was received from the fse indicating that the system failed to boot. No patient serious injury or death was reported related to this event.